Event description:
This customer reported that the device reset while in use on a pt. The device is being returned to philips for eval.

Manufacturer narrative:
(B)(4). This customer reported that the device reset while in use on a pt. The device is being returned to philips for eval. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.